Event description:
It was reported that the user fell onto the pocket containing the ilet pump, resulting in a cracked touchscreen and inability to operate the device; the user reverted to multiple daily injections, and no alerts or alarms were noted. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture of the touchscreen component consistent with impact damage. It was concluded, based on previously established findings for similar reports, that the cause was traced to user-related circumstances.